Manufacturer narrative:
This report is submitted on 17 march 2020.

Event description:
Per the clinic, the patient experienced infection and skin overgrowth at abutment site; subsequently the patient was placed under general anaesthetic to undergo skin revision surgery and replace abutment. The patient was treated with oral antibiotics.